Event description:
It was reported that the patient experienced coupling and/or communication issues related to the recharger. Since implantation, no bars filled in when attempting to recharge the implantable neurostimulator. The patient's programmer was working. The "charge you r ac power supply" icon was displayed. The patient plugged in the recharger and attempted to recharge while lying on the side opposite the neurostimulator. One recharging bar was present. It was not possible to obtain any "darkened" recharging bars unless manual pressure was placed on the recharger antenna disk. The patient met with the manufacturer representative and healthcare provider (hcp) on 2011 (B)(6). It was not possible to get any charging boxes, and it was not possible to charge the device battery, at this time. It was suggested that the neurostimulator was placed too deep in the pocket. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model 39565, lot# v815672037, implanted: 2011 (B)(6), explanted:na. Programmer: model 37743, lot# nke174446n. Recharger: model 37752, lot# nka157758n.

Event description:
Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help. It appeared the patient had an appointment in (B)(6) 2012.

Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved.